Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, problem code; component code; h11 corrected field:b1; g1 contact person ¿ mfg site a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the compressor (d119-00-0236) and filters (d103-00-0631 and d103-00-0499). Nvram (mca000000108) was due by date and replaced. The unit was tested according to factory specifications. The iabp was returned to the customer for use. No patient involved. The following investigation was performed by angel rodriguez, technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 21 apr 2025. The failure analysis and testing dept. Received part number 0119-00-0236 with a reported unit failure of a power up test code 3. The fat performed a visual inspection and found the part to be in good condition. The fat installed the compressor in cardiosave test fixture serial number ch322984f0 and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed the power up code 3. Fails to reach required vacuum. No root cause identified. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. At.

Event description:
N/a.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem: report 1 of 2 it was reported while using bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes, an unspecified number of tubes overfilled. No adverse impact was reported regarding the patient or user. Imdrf annex a grid: the following a code has been retracted: a0908 - incorrect, inadequate or imprecise result or readings investigation summary: bd had not received any samples or photos for investigation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 5353004 and 6005329, for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported by customer that before use cardiosave intra aortic balloon pump (iabp) had a power up test fail code # 3. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.